Manufacturer narrative:
Based on the available information, the cause of the reported incident appeared to be due to a surgical error on the part of the surgeon, who inadvertently transected below the distal burned location (instead of between the two burned locations) and uncontrolled bleeding occurred. The intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) reported that, per conversation between the console surgeon and another surgeon who was observing the case, they concluded that the event was caused by a surgical error in that the surgeon had transected the inferior mesenteric artery (ima) in an incorrect location that was not intended and as a result, the case was converted to open surgery in order to control the bleeding. Should additional information become available, a supplemental MDR will be submitted. A review of the system logs was performed and the following was confirmed: the vessel sealer extend (vse) instrument (part# 480422-01, lot # l90191217-0335) was used on system serial # (B)(4) and on the event date, (B)(6) 2020. The vse instrument is a single-use instrument. There were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video was provided for isi for review. This event is being reported due to the following conclusion: the patient reportedly experienced unexpected bleeding as a result of a surgical error, and the procedure had to be converted to open procedure to repair the ima. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the surgeon was using a vessel sealer extend (vse) instrument and lost control on the inferior mesenteric artery (ima) pedestal, resulting in uncontrolled bleeding and a conversion to open surgery. The procedure was reportedly delayed for greater than 30 minutes as a result of the reported complication. On 05-jun-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), who was present during the procedure and obtained the following additional information regarding the reported event: there was no allegation or belief that a malfunction of the vessel sealer extend (vse) instrument occurred. The surgeon reportedly had "burned" the inferior mesenteric artery (ima) in two locations, distally and proximally. The intent was to transect in between the two burned locations. However, the surgeon inadvertently transected below the distal burned location (instead of between the two burned locations) and uncontrolled bleeding occurred, and the estimated blood lost was unknown. Available information indicated that to control the bleeding, the surgeon elected to convert to open surgery. The surgeon then clipped and repaired the ima. The surgical procedure was successfully completed via open surgery. No post-operative complications have been reported.